Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was fixated, and fixation was confirmed with a push and pull test. After slitting, it was noted that there looked to be more tension in the curve of the lead, and moments later the lead became dislodged due to the cardiac motion. The lv lead was removed and a replacement lead was implanted in a more distal location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.